Event description:
It was reported by the customer that a pyxis medstation system unable to remove med for a patient. The customer reported that patient meds went grey, users were unable to remove medications. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that unable to remove med for a patient due to software issue. A technical support specialist verified server then logged into the website to review the patient's details. The specialist identified that the device was inactive and took the necessary steps to activate it in order to resolve the issue. The system functioned as intended after troubleshooting.